Manufacturer narrative:
(B)(4)

Event description:
Dealer states when consumer is in the bath lift, it lowers him into the tub, but will not lift him back out.

Event description:
Dealer states when consumer is in the bath lift, it lowers him into the tub, but will not lift him back out.